Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device . Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.